Manufacturer narrative:
Eval summary: method: the electronic history file from the second AED (the AED that was applied to the pt) indicated that the AED appears to be functioning as designed with no apparent malfunctions. The pt, in this case, had a cardiac rhythm that appears to be normal sinus rhythm with a rate fluctuating from approx 80 bpm to 120 bpm and the AED appropriately did not advise shock in 3 successive analysis intervals. The first AED used during the event, its battery pack and defibrillation pads were requested in order to aide the investigation. To date, neither the device nor the accessories have been received and no add'l info is known. Based on the info available, and the accounts from the user, the event appears to be related to user error - the user inadvertently ejected the battery pack when placing it on the ground and therefore this MDR is being submitted for user error. The investigation currently remains open, pending eval of the returned device and accessories. Based on the outcome of the investigation, should add'l info become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, it was reported that an AED wad deployed for an event and the customer stated that they had to apply a second AED to the pt because the first AED stopped working - they realized later that the battery had ejected from the first AED when they placed it on the floor. It was reported that the pt did not receive any shocks and that they survived. The electronic history file from the second AED (the AED that was applied to the pt) was evaluated. Examination of this event record reveals a pt with a cardiac rhythm that appears to be normal sinus rhythm with a rate fluctuating from approx 80 bpm to 120 bpm. The AED appropriately does not advise shock in 3 successive analysis intervals. The AED appears to be functioning as designed with no apparent malfunctions.